Event description:
It was reported that this right ventricular (rv) lead recorded a code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) recommended an rv lead replacement since the patient was unprotected due to the tachy therapy being unavailable. No patient adverse events were reported. This rv lead remains in service. Additional information received indicated that the patient underwent a revision surgery in which the right ventricular (rv) lead was confirmed to be fractured and was surgically abandoned. Another rv lead was implanted. The implantable cardioverter defibrillator (ICD) was explanted during the surgery due to normal battery depletion. No additional patient adverse events were reported.